Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently unresponsive to contrast and down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The contrast and down arrow button contacts were also found to be misaligned.

Event description:
The distributor contacted animas alleging that the pump was reacting badly to button presses.